Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29mm mitral bioprosthetic valve, it was explanted and replaced with a non medtronic valve. The reason for the replacement was central regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve was discolored showing evidence of blood contact. Cloth damage along the sewing ring was observed, which likely occurred during the explant process. All commissures appeared intact. All leaflets were flexible, intact, and in a semi-relaxed position which is a standard finding for this valve. No manufacturing issues or defects were observed on the leaflets. Hydrodynamic pulse duplication testing with high speed video observation showed normal, full opening and closing leaflet motion with no evidence of leakage at all flow rates/cardiac outputs. Flow through the valve was documented using echocardiography, digital high speed imaging, and flow meter assessment. All leaflets remained in the closed position with no gaps or pinholes. Conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A conclusive cause of the regurgitation could not be determined or confirmed as the device performed to specifications. D10: device available for evaluation? Updated h3: device evaluated? Updated h6: coding updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.